Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family member reported via phone call that customer experienced hyperglycemia with blood glucose value of 487mg/dl. The customer was assisted with troubleshooting. Customer stated they had changed out the set and reservoir and still trending high. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not returned for analysis.